Manufacturer narrative:
Manufacturer's investigation conclusion: review of the downloaded log files could not confirm the reported pump stop. A specific root cause for the event could not be conclusively determined as the device was not returned for evaluation. The controller event log file contained relevant events from 23sep2025 through 24sep2025 as well as events at the default timestamp of 01jan2000. A controller reset is observed on 01jan2000. Following the controller reset, the observed pump speed is 0 revolutions per minute (rpm) and the driveline appeared disconnected. It was reported that the user exchanged their controller following crushing the controller with a 250 pound stone. These exact events are not captured in the log file, consistent with the observed controller reset. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed an emergent system controller exchange after having crushed their primary with a 250-pound stone while building a retaining wall. The display was no longer working and the pump running symbol was off at the time. The crushed controller was able to be powered up, and a controller fault alert was seen. Log files were unable to be obtained. The patient was stable and remained outpatient. A new backup controller was issued. A pump stop was not confirmed via log files. The event had been kicked out due to pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.